Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak while in storage. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate, and began by checking all the connections on the cart. Subsequently, the stm used helium leak sniffer to locate small leaks at console. The stm replaced the quick disconnect fitting and the helium fill line. Subsequently, performed multiple leak checks, and all passed. A full functional and calibration checks were performed. The iabp was returned to the customer, and released for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a helium leak while in storage. There was no patient involvement, and no adverse event reported.